Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files by the rse indicated that there was an ¿control interface lost connection with suite pc internal component¿ error confirming a failure in the suite pc interface causing a disconnection with an internal component. Rse had instructed the customer to reload the suite pc software and the issue was resolved after customer reloaded the suite pc software. After reloading the suite pc software, system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc was rebooting intermittently. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.